Manufacturer narrative:
Blank display due to corroded battery tube. Unable to confirm battery out limit alarm or perform the self test, displacement test and operating currents measurement due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, reservoir tube, minor scratched and cracked display window, and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 357mg/dl at the time of the incident. The display did not return even after inserting new battery. Troubleshooting determined that the pump will be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.